Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) recommended the site to remove the endoscope and rotate endoscope base until the correct orientation is displayed on the screen. The customer swapped the endoscope to universal surgical manipulator (usm) 3 and replaced the sterile adapter on usm 2 to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. While a definitive root-cause cannot be established since no product was returned for failure analysis evaluation, a probable root cause of the reported complaint can be attributed to a fault of the sterile adapter causing engagement related issues with the affected endoscope.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had an issue with the endoscope orientation being flipped. The technical service engineer (tse) advised the customer to remove and rotate the endoscope base until the correct orientation is displayed but the issue persisted. The customer then moved the endoscope to another universal surgical manipulator 3 (usm3) and the issue was resolved. The tse had the customer replace the sterile adapter on the original usm and test the endoscope again, the orientation issue did not return. The procedure was completed with no reported injury.